Event description:
A nurse reported the intraocular lens (iol) was exchanged approximately seven weeks following the lens implant. In a follow up, the surgical coordinator reported a refractive surprise with the patient experiencing blurry vision. The lens was exchanged for a one diopter difference in power.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).